Event description:
It was reported that on 1 bd alaris¿ pump module administration set, the spike fell off. The following information was provided by the initial reporter: spike fell off of tubing set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on 1 bd alaris¿ pump module administration set, the spike fell off. The following information was provided by the initial reporter: spike fell off of tubing set.

Manufacturer narrative:
H.6. Investigation: a used sample and 1 unused was received and tested by our quality team. The separation was immediately noticed and the complaint was verified. The tubing that had separated was not present. The affected set was analyzed under microscope to try to determine root cause. The unused set was then subjected to a pull test of a much higher tension than would normally be applied during typical use. The same tubing that was separated in the affected set was unable to be removed in the unused set. Without the failed tubing, the root cause remains unknown. A device history record review for model 2441-0007 lot number 21075950 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation no leak with lot #21075950 regarding item #2441-0007. H3 other text : see h.10